Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 681 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting, diarrhea and was hypersensitive to touch. Customer was placed on insulin drip and was wearing the insulin pump at the time of the hospitalization. Customer experienced diabetic ketoacidosis, a staph infection and was delirious. Customer's husband was able to perform and pass the high pressure test. Customer was advised that the insulin pump is working properly and to follow up with their healthcare provider.